Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as a complex aortic neck. The physician implanted the endurant bifurcated stent graft on the left, and implanted an endurant 16x10x124 extension distal to the bifurcated stent graft. An endurant 16x10x93 was implanted from the right with no problems. The angiogram revealed that there was a slight proximal type I endoleak that was not filling the aaa sac. The physician decided not to re-balloon with the reliant and the procedure was complete. It was reported that after pulling the sterile drape down, the patient's left leg was ischemic. The physician performed a cut down on the left and saw that another manufacturer's closure device had caused an injury to the common femoral. The physician did a patch endarectomy and surgically repaired the vessel. The physician stated that the cause of the event was due to anatomy; complex neck anatomy caused the type I endoleak and the calcified common femoral caused the other manufacturer's closure device failure. No additional clinical sequelae were reported and the patient is fine.